Manufacturer narrative:
A ge service representative performed an on site investigation. The iris pot was replaced and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had bad iris pot error message displayed. No patient injury reported.